Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the pins in the trunk cable connector were physically damaged and bent. The root cause for the damaged pins in the connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the cannot complete incoming functionality testing.